Manufacturer narrative:
Unable to provide the date of manufacture as no product was returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(4) indicated: a pt from (B)(4), status post plate and screw implantation on (B)(6) 2010 was found to have the plate broke post operatively and surgical intervention was needed.